Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the monitor's rear response button was defective. The response button cable was unplugged. A root cause for the unplugged cable could not be positively identified, but was likely physical abuse, as the response button showed signs of external damage. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor response buttons were not working.